Manufacturer narrative:
No button response due to moisture damage on keypad traces. Analysis was unable to verify battery out limit due to button or keypad anomaly. Moisture damage was found on the electronics. The insulin pump was received with cracked display window corner, reservoir tube lip and minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer reported that the insulin pump got exposed to moisture. The customer's blood glucose was 119 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.